Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart and power limit advisory alarms. Waveforms submitted for analysis may be indicative of a mechanical issue with the vad motor. Subsequently, the vad coord reported that a decision was made to replace the lvad with the MFR's clinical trial lvad.